Manufacturer narrative:
The customer's report was observed and attributed to a previous repair by a third party using non-approved parts. Due to the presence of non-zoll components, the device was returned to the customer in its current condition. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.